Event description:
It was reported that the ureteral stent was ruptured upon unpacking.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Photo sample was submitted. The broken ureteral stent was returned without the original packaging. Visual evaluation of the photo sample noted the body of the stent broken into two separate pieces. Visual evaluation of the physical sample noted the separation was located on the body of the stent; the separation looks similar to what is seen when the material is cut due to no stretching or discoloration of the stent. The separated pigtail portion was not provided for evaluation. As no patient involvement was reported the device was not used though it is intended for treatment purposes. It is unknown if the device had met all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent was ruptured upon unpacking.